Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating when attaching the charger cable, the customer reported the charging port is moving slightly up and down. The tempus pro is not able to charge. There is no impact to the patient nor harm.